Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. The liner was also reported to be slightly discolored and exhibiting signs of wear. The head and liner were revised, and a sleeve put on the existing stem. * update (B)(6) 2019 qs: based on the mar report for the returned liner, damage was observed on the distal rim of the insert consistent with impingement against the stem.

Manufacturer narrative:
Correction: device remained implanted, device not returned. An event regarding disassociation involving a lfit v40 cocr head that was mated with an unknown accolade stem and a trident liner. The event was not confirmed. Method & results:  -device evaluation and results: not performed as product remains implanted.  -clinician review: no medical records were received for review with a clinical consultant.   -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the device was implanted with a metal head which has been identified to be within scope of nc and CAPA. The root cause analyses identified a process related anomaly as to the affected sizes and lots of the metal head. The affected product has all been implanted and/or expired. No further investigation is required. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. The liner was also reported to be slightly discolored and exhibiting signs of wear. The head and liner were revised, and a sleeve put on the existing stem.